Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. The blood glucose was 3 mmol/l. Customer experienced symptoms like shaking and tiredness. Customer was treated with food. The blood glucose at the time of call was 6.2 mmol/l. Troubleshooting was performed. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode at the time of low blood glucose event. The insulin pump will not be returned for analysis.